Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 694765, rv lead, implanted: (B)(6) 2011; 383059, ra lead, implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported that the device delivered inappropriate shocks for what it classified as ventricular tachycardia (vt), but was actually atrial fibrillation rapid ventricular response. It was also reported that the atrial lead exhibited under-sensing. The device and lead remain in use. No patient complications have been reported as a result of this event.